Manufacturer narrative:
The device was returned and the result of the visual examination has been made available. The durom cup shows damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 50/44 j on an unknown side on unknown date. The patient was revised on (B)(6) 2015 due to elevated metal ions.